Event description:
It was reported that the insertable cardiac monitor (icm) exhibited premature battery depletion. No further information was received.

Event description:
New information received indicates that no intervention was performed.